Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('breaking essure into several pieces') and procedural haemorrhage ('bleeding occurs in right uterine horn, is coagulated') in a (B)(6) female patient who had essure (batch no. He0113u) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult removal of essure devices, completed by pulling maneuvers" on (B)(6) 2020. The patient's medical history included abdominal pain on (B)(6) 2020, diarrhea (liquid, infant son with diarrhea and vomiting since day before) on (B)(6) 2020, vomiting (liquid) on (B)(6) 2020, loss of consciousness (syncope in waiting room after diarrhea) on (B)(6) 2020, seizures on (B)(6) 2020, accident (at home on wet floor, left wrist trauma with no evidence of fracture) on (B)(6) 2020, tumor (3 years of evolution of tumor in the posterior region of left leg near the achilles insertion caused by trauma, painful when rubbed. It has grown, signs of cutaneous erythema, form of fat necrosis on ultrasound) on (B)(6) 2020, MRI brain abnormal on (B)(6) 2019, oral surgery (lesion at the gingival level) on (B)(6) 2016, vertigo in 2015, tachycardia in 2015, otitis media acute in 2015, headache in 2014, diarrhea in 2014, nausea in 2014, nausea in 2014, acid reflux (esophageal) in 2014, sternal fracture in 2012, itchy scalp (intense, for years, increased in last three pregnancies, ketoconazole gel ineffective, increases with stress, mild seborrheic dermatitis) in 2011, alopecia in 2011, pollinosis in 2007, swollen lymph nodes (small in right cervical region, request assessment) in 2006, dyshidrosis in 2004, multi gravida (4, fourth on (B)(6) 2015, normal liveborn delivery, diarrhea during pregnancies), nonsmoker, corneal ulcer, conjunctivitis bacterial, urinary tract infection and blurry vision. Previously administered products included for an unreported indication: oral contraceptive nos in 2012 and iud. Concomitant products included cyanocobalamin;folic acid;potassium iodide (yodocefol) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and paracetamol since (B)(6) 2016 for gingival injury and oral surgery as well as desogestrel (cerazette) and ethinylestradiol;levonorgestrel (loette). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced cervical polyp ("endocervical polyp, benign"), 2 years 7 months after insertion of essure. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion intervention required) and procedural haemorrhage (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), allergy to metals ("allergic reaction, skin test positive to contact with silver"), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), metal poisoning ("metallosis"), alopecia ("hair loss"), dyspareunia ("pain during sexual intercourse"), arthralgia ("pricking sensation and pain in the right hip, arthralgia ntermittent generalized"), pain in extremity ("pricking sensation and pain with irradiation to the right lower limb"), abdominal distension ("bloating") and polymenorrhoea ("increase in the number of the menses"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (essure removal by bilateral salpingectomy on (B)(6) 2020, coagulation using a bipolar device and sealer and removed by torsion). On (B)(6) 2018, the cervical polyp had resolved. On (B)(6) 2020, the procedural haemorrhage had resolved. At the time of the report, the pelvic pain, device breakage and pain in extremity outcome was unknown and the swelling, allergy to metals, heavy menstrual bleeding, headache, metal poisoning, alopecia, dyspareunia, arthralgia, abdominal distension and polymenorrhoea had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, cervical polyp, device breakage, dyspareunia, headache, heavy menstrual bleeding, metal poisoning, pain in extremity, pelvic pain, polymenorrhoea, procedural haemorrhage and swelling to be related to essure. The reporter commented: after placement of the essure device, the patient began to present multiple symptoms, intermittent generalized, also comments since then increase in the number and duration of the menses. All these symptoms persist today. Patient requested essure removal "because they are highly carcinogenic". On (B)(6) 2020, admission for scheduled bilateral laparoscopic salpingectomy for removal of essure devices. The extraction was difficult with breakage of the essure in several pieces. Bleeding occurred (without systemic repercussion) in the right uterine horn that was coagulated using bipolar and sealing device. During the intervention, in the operating room, an x-ray of the abdomen-pelvis was performed to verify the complete extraction of the devices. A month later, a revision is carried out, the patient reports a good evolution, making a new x-ray where the total extraction of the essures was verified. Removed devices were given to patient. Therefore, it is not true that there were remains of the devices, as the claimant affirms. Of the pathologies for which she claims, some, such as hair loss, were present before the device insertion: others have such little clinical entity (if any) that not even cause consultation neither before nor after the placement and removal of the devices. None of them is specificto the implementation of essure, and if so, they would not be the result of bad praxis. An allergology study was also carried out, resulting in the patient being allergic to silver. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2020: performed in the operating room, it verified the complete extraction of the devices; on (B)(6) 2020: one month after salpingectomy: total extraction of the essures verified. Allergy test - on (B)(6) 2019: positive to pneumoallergens: trees, grasses and mites. Negative to food. Epicutaneous tests: positive to contact with silver. Computerised tomogram head - on (B)(6) 2020: after loss of consciousness in waiting room with sphincter relaxation: ventricular system of normal morphology and dimensions centered on midline. Hypodense area in left semioval center. Prominent pineal gland (13 x 13 mm, ap x transverse axis) similar to previous MRI from (B)(6) 2019. No intra- or extra-axial collections observed. Conclusion: hypodense area in the left semioval center.. Electroencephalogram - on (B)(6) 2020: after loss of consciousness (under 24hr diarrhea): brain bioelectric activity with normal characteristics, no epileptiform activity or signs of focal cortical involvement. Gynaecological examination - on (B)(6) 2018: endocervical polyp visualized, removed by torsion and sent for cytology study. Hysteroscopy - on (B)(6) 2016: for tubal sterilization with essure method: normal endocervical canal. Endometrial cavity of normal morphology lined by a decidualized endometrium due to contraceptive treatment. Both tubal ostia appear normal. Right essure is inserted: 6 intracavitary coils. Left essure is inserted: 5 intracavitary coils. Magnetic resonance imaging head - on (B)(6) 2019: hypodense area in the left semioval center. Prominent pineal gland (13 x 13 mm, ap x transverse axis). No intra- or extra-axial collections are observed. Conclusion: hypodense area in the left semioval center.. Pathology test - on (B)(6) 2016: removed warty lesion gingiva: pathological anatomy: macroscopic description: polypoid tissue fragment 0.3 cm in diameter. Total inclusion in a block, bisection. Microscopic description: an acanthosic squamous lining epithelium with parakeratosis and lacking granulosa. Dense fibromuscular tissue with stellate or foil fibroblasts seen in underlying chorion. In relation to the basal epithelium and around vessels, prominent polyclonal plasmocytic inflammatory infiltrate identified for kappa and lambda immunohistochemically; on (B)(6) 2018: endocervical polyp: benign; on (B)(6) 2020: after bilateral salpingectomy to remove the essure device: macroscopic description: right fallopian tube 4 x 0.5 cm with fimbriae, left fallopian tube 4 x 0.5 cm with fimbriae. Diagnosis: fallopian tubes with usual characteristics. Physical examination - on (B)(6) 2020: one day after salpingectomy: patient stable with a depressible abdomen, not painful, without symptoms of peritoneal irritation. Surgical wounds in good condition without signs of infection, oral tolerance, spontaneous urination; on (B)(6) 2020: one month after salpingectomy: soft depressible abdomen not painful on deep palpation. Not peritonism. Good-looking wound with no dehiscence or signs of infection. Sars-cov-2 test - on (B)(6) 2020: negative. Ultrasound pelvis - on (B)(6) 2016: liver of homogeneous echogenicity without identifying focal lesions or dilatation of the intrahepatic bile duct. Part of the vein seen by probable. Collapsed gallbladder.; on (B)(6) 2016: control: correct placement of intratubal devices verified; on (B)(6) 2017: devices can be seen correctly placed; on (B)(6) 2018: normal uterus and ovaries with essures normally inserted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('breaking essure into several pieces') and uterine haemorrhage ('bleeding occurs in right uterine horn, is coagulated') in a 32-year-old female patient who had essure (batch no. He0113u) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult removal of essure devices, completed by pulling maneuvers" on (B)(6) 2020. The patient's medical history included abdominal pain on (B)(6) 2020, diarrhea (liquid, infant son with diarrhea and vomiting since day before) on (B)(6) 2020, vomiting (liquid) on (B)(6) 2020, loss of consciousness (syncope in waiting room after diarrhea) on (B)(6) 2020, seizures on (B)(6) 2020, accident (at home on wet floor, left wrist trauma with no evidence of fracture) on (B)(6) 2020, tumor (3 years of evolution of tumor in the posterior region of left leg near the achilles insertion caused by trauma, painful when rubbed. It has grown, signs of cutaneous erythema, form of fat necrosis on ultrasound) on (B)(6) 2020, MRI brain abnormal on (B)(6) 2019, oral surgery (lesion at the gingival level) on (B)(6) 2016, vertigo in 2015, tachycardia in 2015, otitis media acute in 2015, headache in 2014, diarrhea in 2014, nausea in 2014, nausea in 2014, acid reflux (esophageal) in 2014, sternal fracture in 2012, itchy scalp (intense, for years, increased in last three pregnancies, ketoconazole gel ineffective, increases with stress, mild seborrheic dermatitis) in 2011, alopecia in 2011, pollinosis in 2007, swollen lymph nodes (small in right cervical region, request assessment) in 2006, dyshidrosis in 2004, multi gravida (4, fourth on (B)(6) 2015, normal liveborn delivery, diarrhea during pregnancies), nonsmoker, corneal ulcer, conjunctivitis bacterial, urinary tract infection and blurry vision. Previously administered products included for an unreported indication: oral contraceptive nos in 2012 and iud. Concomitant products included cyanocobalamin;folic acid;potassium iodide (yodocefol) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and paracetamol since (B)(6) 2016 for gingival injury and oral surgery as well as desogestrel (cerazette) and ethinylestradiol;levonorgestrel (loette). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced cervical polyp ("endocervical polyp, benign"), 2 years 7 months after insertion of essure. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion intervention required) and uterine haemorrhage (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), dermatitis contact ("allergic reaction, skin test positive to contact with silver"), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), metal poisoning ("metallosis"), alopecia ("hair loss"), dyspareunia ("pain during sexual intercourse"), arthralgia ("pricking sensation and pain in the right hip, arthralgia ntermittent generalized"), pain in extremity ("pricking sensation and pain with irradiation to the right lower limb"), abdominal distension ("bloating") and polymenorrhoea ("increase in the number of the menses"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (essure removal by bilateral salpingectomy on (B)(6) 2020, coagulation using a bipolar device and sealer and removed by torsion). On (B)(6) 2018, the cervical polyp had resolved. On (B)(6) 2020, the uterine haemorrhage had resolved. At the time of the report, the pelvic pain, device breakage and pain in extremity outcome was unknown and the swelling, dermatitis contact, heavy menstrual bleeding, headache, metal poisoning, alopecia, dyspareunia, arthralgia, abdominal distension and polymenorrhoea had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, cervical polyp, dermatitis contact, device breakage, dyspareunia, headache, heavy menstrual bleeding, metal poisoning, pain in extremity, pelvic pain, polymenorrhoea, swelling and uterine haemorrhage to be related to essure. The reporter commented: after placement of the essure device, the patient began to present multiple symptoms, intermittent generalized, also comments since then increase in the number and duration of the menses. All these symptoms persist today. Patient requested essure removal "because they are highly carcinogenic". On (B)(6) 2020, admission for scheduled bilateral laparoscopic salpingectomy for removal of essure devices. The extraction was difficult with breakage of the essure in several pieces. Bleeding occurred (without systemic repercussion) in the right uterine horn that was coagulated using bipolar and sealing device. During the intervention, in the operating room, an x-ray of the abdomen-pelvis was performed to verify the complete extraction of the devices. A month later, a revision is carried out, the patient reports a good evolution, making a new x-ray where the total extraction of the essures was verified. Removed devices were given to patient. Therefore, it is not true that there were remains of the devices, as the claimant affirms. Of the pathologies for which she claims, some, such as hair loss, were present before the device insertion: others have such little clinical entity (if any) that not even cause consultation neither before nor after the placement and removal of the devices. None of them is specificto the implementation of essure, and if so, they would not be the result of bad praxis. An allergology study was also carried out, resulting in the patient being allergic to silver. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2020: performed in the operating room, it verified the complete extraction of the devices; on (B)(6) 2020: one month after salpingectomy: total extraction of the essures verified. Allergy test - on (B)(6) 2019: positive to pneumoallergens: trees, grasses and mites. Negative to food. Epicutaneous tests: positive to contact with silver. Computerised tomogram head - on (B)(6) 2020: after loss of consciousness in waiting room with sphincter relaxation: ventricular system of normal morphology and dimensions centered on midline. Hypodense area in left semioval center. Prominent pineal gland (13 x 13 mm, ap x transverse axis) similar to previous MRI from (B)(6) 2019. No intra- or extra-axial collections observed. Conclusion: hypodense area in the left semioval center.. Electroencephalogram - on (B)(6) 2020: after loss of consciousness (under 24hr diarrhea): brain bioelectric activity with normal characteristics, no epileptiform activity or signs of focal cortical involvement. Gynaecological examination - on (B)(6) 2018: endocervical polyp visualized, removed by torsion and sent for cytology study. Hysteroscopy - on (B)(6) 2016: for tubal sterilization with essure method: normal endocervical canal. Endometrial cavity of normal morphology lined by a decidualized endometrium due to contraceptive treatment. Both tubal ostia appear normal. Right essure is inserted: 6 intracavitary coils. Left essure is inserted: 5 intracavitary coils. Magnetic resonance imaging head - on (B)(6) 2019: hypodense area in the left semioval center. Prominent pineal gland (13 x 13 mm, ap x transverse axis). No intra- or extra-axial collections are observed. Conclusion: hypodense area in the left semioval center.. Pathology test - on (B)(6) 2016: removed warty lesion gingiva: pathological anatomy: macroscopic description: polypoid tissue fragment 0.3 cm in diameter. Total inclusion in a block, bisection. Microscopic description: an acanthosic squamous lining epithelium with parakeratosis and lacking granulosa. Dense fibromuscular tissue with stellate or foil fibroblasts seen in underlying chorion. In relation to the basal epithelium and around vessels, prominent polyclonal plasmocytic inflammatory infiltrate identified for kappa and lambda immunohistochemically; on (B)(6) 2018: endocervical polyp: benign; on (B)(6) 2020: after bilateral salpingectomy to remove the essure device: macroscopic description: right fallopian tube 4 x 0.5 cm with fimbriae, left fallopian tube 4 x 0.5 cm with fimbriae. Diagnosis: fallopian tubes with usual characteristics. Physical examination - on (B)(6) 2020: one day after salpingectomy: patient stable with a depressible abdomen, not painful, without symptoms of peritoneal irritation. Surgical wounds in good condition without signs of infection, oral tolerance, spontaneous urination; on (B)(6) 2020: one month after salpingectomy: soft depressible abdomen not painful on deep palpation. Not peritonism. Good-looking wound with no dehiscence or signs of infection. Sars-cov-2 test - on (B)(6) 2020: negative. Ultrasound pelvis - on (B)(6) 2016: liver of homogeneous echogenicity without identifying focal lesions or dilatation of the intrahepatic bile duct. Part of the vein seen by probable. Collapsed gallbladder.; on (B)(6) 2016: control: correct placement of intratubal devices verified; on (B)(6) 2017: devices can be seen correctly placed; on (B)(6) 2018: normal uterus and ovaries with essures normally inserted. Batch no: he0113u, production date: 2015-08-12, and expiration date: 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("breaking essure into several pieces") and uterine haemorrhage ("bleeding occurs in right uterine horn, is coagulated/spotting") in a 32 year-old female patient who had essure inserted (lot no. He0113u) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device difficult to remove ("difficult removal of essure devices, completed by pulling maneuvers" on (B)(6) 2020). The patient had a medical history of seizures, loss of consciousness (syncope in waiting room after diarrhea), vomiting (liquid), diarrhea (liquid, infant son with diarrhea and vomiting since day before) and abdominal pain on (B)(6) 2020, accident (at home on wet floor, left wrist trauma with no evidence of fracture) on (B)(6) 2020, tumor (3 years of evolution of tumor in the posterior region of left leg near the achilles insertion caused by trauma, painful when rubbed. It has grown, signs of cutaneous erythema, form of fat necrosis on ultrasound) on (B)(6) 2020, MRI brain abnormal on (B)(6) 2019, oral surgery (lesion at the gingival level) in 2016, otitis media acute, tachycardia and vertigo in 2015, acid reflux (esophageal), nausea, nausea, diarrhea and headache in 2014, sternal fracture in 2012, itchy scalp (intense, for years, increased in last three pregnancies, ketoconazole gel ineffective, increases with stress, mild seborrheic dermatitis) and alopecia in 2011, pollinosis in 2007, swollen lymph nodes (small in right cervical region, request assessment) in 2006, dyshidrosis in 2004 and blurry vision, urinary tract infection, conjunctivitis bacterial, corneal ulcer, nonsmoker and multi gravida (4, fourth on (B)(6) 2015, normal liveborn delivery, diarrhea during pregnancies). Previously administered products included: oral contraceptive nos and iud nos. Concomitant products included paracetamol for gingival injury and oral surgery since (B)(6) 2016, yodocefol (cyanocobalamin;folic acid;potassium iodide) for gingival injury and oral surgery since (B)(6) 2016, ibuprofen for gingival injury and oral surgery since (B)(6) 2016, loette (ethinylestradiol;levonorgestrel) and cerazette [desogestrel]. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 952 days after essure insertion, she experienced cervical polyp ("endocervical polyp, benign"). On (B)(6) 2020 she experienced device breakage (seriousness criterion intervention required) and uterine haemorrhage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), swelling ("swelling"), dermatitis contact ("allergic reaction, skin test positive to contact with silver"), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), metal poisoning ("metallosis"), alopecia ("hair loss"), dyspareunia ("pain during sexual intercourse"), arthralgia ("pricking sensation and pain in the right hip, arthralgia intermittent generalized"), pain in extremity ("pricking sensation and pain with irradiation to the right lower limb"), abdominal distension ("bloating"), polymenorrhoea ("increase in the number of the menses"), painful intercourse ("painful sexual intercourse"), sciatica ("sciatica in one leg") and renal pain ("kidney cramp"). The patient was hospitalised from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (essure removal by bilateral salpingectomy on (B)(6) 2020, coagulation using a bipolar device and sealer and removed by torsion). On (B)(6) 2018, the cervical polyp had resolved. On (B)(6) 2020, the uterine haemorrhage had resolved. At the time of the report, the swelling, dermatitis contact, heavy menstrual bleeding, headache, metal poisoning, alopecia, dyspareunia, arthralgia, abdominal distension and polymenorrhoea had not resolved. The outcomes for pelvic pain, device breakage, pain in extremity, dyspareunia, sciatica and renal pain were unknown. The reporter considered abdominal distension, alopecia, arthralgia, cervical polyp, dermatitis contact, device breakage, dyspareunia, painful intercourse, headache, heavy menstrual bleeding, metal poisoning, pain in extremity, pelvic pain, polymenorrhoea, renal pain, sciatica, swelling and uterine haemorrhage to be related to essure administration. The reporter commented: after placement of the essure device, the patient began to present multiple symptoms, intermittent generalized, also comments since then increase in the number and duration of the menses. All these symptoms persist today. Patient requested essure removal "because they are highly carcinogenic". On (B)(6) 2020, admission for scheduled bilateral laparoscopic salpingectomy for removal of essure devices. The extraction was difficult with breakage of the essure in several pieces. Bleeding occurred (without systemic repercussion) in the right uterine horn that was coagulated using bipolar and sealing device. During the intervention, in the operating room, an x-ray of the abdomen-pelvis was performed to verify the complete extraction of the devices. A month later, a revision is carried out, the patient reports a good evolution, making a new x-ray where the total extraction of the essures was verified. Removed devices were given to patient. Therefore, it is not true that there were remains of the devices, as the claimant affirms. Of the pathologies for which she claims, some, such as hair loss, were present before the device insertion: others have such little clinical entity (if any) that not even cause consultation neither before nor after the placement and removal of the devices. None of them is specific to the implementation of essure, and if so, they would not be the result of bad praxis. An allergology study was also carried out, resulting in the patient being allergic to silver. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: performed in the operating room, it verified the complete extraction of the devices; on (B)(6) 2020: one month after salpingectomy: total extraction of the essures verified. [Allergy test] on (B)(6) 2019: positive to pneumoallergens: trees, grasses and mites. Negative to food. Epicutaneous tests: positive to contact with silver. [Computerised tomogram head] on (B)(6) 2020: after loss of consciousness in waiting room with sphincter relaxation: ventricular system of normal morphology and dimensions centered on midline. Hypodense area in left semioval center. Prominent pineal gland (13 x 13 mm, ap x transverse axis) similar to previous MRI from (B)(6) 2019. No intra- or extra-axial collections observed. Conclusion: hypodense area in the left semioval center. [Electroencephalogram] on (B)(6) 2020: after loss of consciousness (under 24hr diarrhea): brain bioelectric activity with normal characteristics, no epileptiform activity or signs of focal cortical involvement [gynaecological examination] on (B)(6) 2018: endocervical polyp visualized, removed by torsion and sent for cytology study [hysteroscopy] on (B)(6) 2016: for tubal sterilization with essure method: normal endocervical canal. Endometrial cavity of normal morphology lined by a decidualized endometrium due to contraceptive treatment. Both tubal ostia appear normal. Right essure is inserted: 6 intracavitary coils. Left essure is inserted: 5 intracavitary coils [magnetic resonance imaging head] on (B)(6) 2019: hypodense area in the left semioval center. Prominent pineal gland (13 x 13 mm, ap x transverse axis). No intra- or extra-axial collections are observed. Conclusion: hypodense area in the left semioval center. [Pathology test] on (B)(6) 2016: removed warty lesion gingiva: pathological anatomy: macroscopic description: polypoid tissue fragment 0.3 cm in diameter. Total inclusion in a block, bisection. Microscopic description: an acanthosic squamous lining epithelium with parakeratosis and lacking granulosa. Dense fibromuscular tissue with stellate or foil fibroblasts seen in underlying chorion. In relation to the basal epithelium and around vessels, prominent polyclonal plasmocytic inflammatory infiltrate identified for kappa and lambda immunohistochemically; on (B)(6) 2018: endocervical polyp: benign; on 10-feb-2020: after bilateral salpingectomy to remove the essure device: macroscopic description: right fallopian tube 4 x 0.5 cm with fimbriae, left fallopian tube 4 x 0.5 cm with fimbriae. Diagnosis: fallopian tubes with usual characteristics. [Physical examination] on (B)(6) 2020: one day after salpingectomy: patient stable with a depressible abdomen, not painful, without symptoms of peritoneal irritation. Surgical wounds in good condition without signs of infection, oral tolerance, spontaneous urination; on (B)(6) 2020: one month after salpingectomy: soft depressible abdomen not painful on deep palpation. Not peritonism. Good-looking wound with no dehiscence or signs of infection. [Sars-cov-2 test] on (B)(6) 2020: negative. [Ultrasound pelvis] on (B)(6) 2016: liver of homogeneous echogenicity without identifying focal lesions or dilatation of the intrahepatic bile duct. Part of the vein seen by probable. Collapsed gallbladder.; on (B)(6) 2016: control: correct placement of intratubal devices verified; on (B)(6) 2017: devices can be seen correctly placed; on (B)(6) 2018: normal uterus and ovaries with essures normally inserted. Batch no he0113u production date 2015-08-12 expiration date 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: new event added painful sexual intercourse, continuous spotting, sciatica in one leg, kidney cramp. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.